Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the visera elite ii video system center front panel was broken. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: an e230 (scope identification data) error was displayed. Due to a system failure of printed circuit board.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The front panel and the frame of the front panel were broken. In addition to evaluation in b5, the power switch was shaved and torn. The output socket was not secured, the video connector could not be disconnected smoothly. The top cover was burnt. The chassis was depressed. The top cover was bent. The spacer was broken. The capacitor was bent. The fixing point from chassis ground for the rear panel was missing/torn. The front panel was cracked. The frame of the front panel was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.